Manufacturer narrative:
The complaint device was not returned to bsc therefore product analysis could not be performed. The primary reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event.

Event description:
It was reported that this insertable cardiac monitor (icm) eroded through the skin and was removed at the physician's office. A few weeks later a new icm was implanted. No additional adverse patient effects were reported.